Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, it was noted the right atrial lead exhibited high capture threshold. The physician elected to remove the whole pacemaker system since the patient no longer required the pulse generator. The patient was in stable condition.